Manufacturer narrative:
The investigation was completed. Data review: data logs showed pump ran without issue during support. There were no alarms triggered during the case. There were no mc spikes, abnormal ps or purge issues observed during support. Product was not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The device history review was completed and passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient¿s urine was showing some hemolysis while on impella cp support. The impella was repositioned. The pump was later explanted and the patient survived.